Event description:
It was reported that the pump battery would not charge despite using a tandem charging cable and wall outlet. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support instructed the customer to try a different outlet, but the problem persisted. Since the customer had no alternative charging options, a replacement tandem cable and wall adaptor were sent. After receiving the new charging supplies, the pump began charging properly.